Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. Upon investigation the battery was unable to power on the monitor or recharge. The cause for the battery failure was isolated to an open f1 battery fuse. The cause for the open fuse was excessive current. The root cause for the excessive current could not be positively identified. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned battery sn (B)(4) to report that the battery was unable to power on a monitor.